Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump's history and trace files downloaded successfully using thus software. The test p-cap locks properly into the reservoir compartment. The pump passed the displacement test and the self test. No pump error 63 alarm noted during testing. Pump error 63 was present in the history download on event date of (B)(6) 2022 at 11:23 pm. (Variable #: 12 ). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, corroded battery tube, battery tube threads ¿ cracked.cosmetic damage was confirmed at battery compartment. Pump error 63 was confirmed in the formatted history file (variable #: 12) due to a hardware error as per global logic analysis. Problem isolated to electronic assembly.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.